Event description:
A consumer reported blurry distance vision and glare following intraocular lens (iol) implant surgery. This is causing her to have trouble driving. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).